Manufacturer narrative:
The reported events were helix mechanism issue and operation issue. Final analysis found that as received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies. The helix was found be retracted and clogged with blood. After cleaning, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within specification.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited a mechanical problem and helix mechanism issue resulting in failure to extend the helix. The rv lead was removed and replaced. The patient had no adverse consequences.